Event description:
It was reported to boston scientific corporation that a gemini basket was used in a procedure. During procedure, a gemini basket was used in an attempt to remove the calculus fragment after it had partly fragmented. However, when the calculus fragment was taken out, it slid. Upon inspection, the lateral rod of the extractor had a break. The remaining calculus pieces were removed using a second gemini basket. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of march 15, 2023. Device code a0401 captures the reportable event of basket wire break.